Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs. The customer uses a third party supplier for maintenance. No information about replaced parts has been received despite several reminders being sent. No parts have been returned for investigation. Evaluations of received device logs confirmed several technical errors on the reported date of event during pre-use checks and system testing. Some of the technical errors are related to the control printed circuit (pc) board, another error indicates an issue with the user interface, and the last an error which indicates issues with the expiratory flow meter. If the technical errors related to the user interface and the expiratory flow meter appear during ventilation, the ventilation will continue and the user will be notified by a generated alarm. If the underlying control pc board defect appears during ventilation, it will lead to stop of ventilation and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during start-up a technical alarm will be generated and ventilation cannot be started. Our device log evaluation confirms that errors related to the control pc board, the user interface and the expiratory flow meter have been generated, but the cause for the failures cannot be established due to lack of goods.

Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control circuit board. There was no pt harm. (B)(4).